Event description:
It was reported that intermittent malfunction alarms occurred resulting in the pump shutting down. Customer's blood glucose level was in 200 mg/dl range. During troubleshooting with tandem technical support, the malfunction alarms was cleared and insulin delivery was able to be resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.